Event description:
During eye surgery cautery had been used and then placed on a stack of 4x4's. The cautery was then noted to be on (end was red), no one was touching it. It had not shut off automatically. It was then noted that the 4x4's were starting to flame. They were doused with water without further incident. The tech had to press the button several times before the cautery turned off. The pt was not harmed in any way.